Event description:
Hcp rpeorted head injury pt had fever and may have experienced baclofen withdrawal. Volume discrepancy on refils noted: expected 6.2ml aspirated 9ml and expected 15.2ml aspirated 18ml hcp decided to switch pt to oral baclofen. Hcp reports is doing fine on oral baclofen and will discontinue use of pump. Doctor empitied reservoir and stopped pump. Hcp did not want to perform diagnostic measures (dye study or rotor study).